Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 73-year-old patient needing mechanical circulatory support. It was reported that there was oozing from the impella site as an echo verified that the pump was slightly deep. The decision was made to stop heparin. Noted plans to pull pump back 1 cm and to also place a central line. Perfusion notified to do console swap.